Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03apr2020.

Event description:
The customer reported the ventilator produced the "alarm led (light emitting diode) failed" diagnostic code. The device was not being used for treatment when the reported event occurred and there was no patient involvement.

Manufacturer narrative:
G4: 13apr2020 b4: (B)(6)2020 h11: b5: correction to problem description: the customer reported the ventilator produced the "proximal pressure sensor autozero failed" diagnostic code. H10: the customer evaluated the device and confirmed the reported problem. The customer reseated the da (data acquisition) board and the reported problem was resolved. The ventilator was calibrated successfully and passed all required testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.